Event description:
S/p implantation of multiple cypher sirolimus-eluting stents 2 days in a row. Started on clopidogrel at that time. Presents 19 days later with a diffuse, demarcated, erythematous, pruritic macular rash which the pt described as "welts." Treated in the emergency dept with benadryl and felt consistent with a drug reaction. Being switched from clopidogrel to ticlopidine. On stable doses of asa, warfarin, simvastatin, atenolol; took 2 prn tylenol last night from a bottle they had used before.